Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was defective the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Creating complaint for disposables. Nurse reported the pinch clamp can bend tubing in packaging, this creates nuisance air in line alarms on the bd alaris pump module.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.